Manufacturer narrative:
(B)(4).

Event description:
It was reported that "transmitter battery issue" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.